Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reloaded the same cartridge, which resolved the notification, allowing them to resume insulin usage without further issues.